Event description:
Literature: uludag o, melenhorst j, koch sm, van gemert wg, dejong ch, baeten cg. Sacral neuromodulation: long-term outcome and quality of life in patients with faecal incontinence. Colorectal dis. 2011;13(10):1162-1166. Doi:10.1111/j.1463-1318.2010.02447.x. Summary: the authors report the long-term outcome and quality of life in the first 50 patients (2000-2009) treated by permanent sacral neuromodulation (snm) for fecal incontinence. This included 45 females and 5 males with a median age of 54.3 years. Follow up occurred over a median of 7.1 (5.6-8.7) years with 84% improvement in continence. Reportable event: the authors reported several adverse events: 4 patients experienced a device infection whereby the system was ex planted; one device was surgically repositioned (from the buttock to the abdomen) due to pain; 7 leads dislodged requiring revision and there were 2 lead fractures that required revision.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients. At this time, no additional information was available, additional information regarding the patients and events has been requested.